Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room for 12 hours due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 500 mg/dl to over 600 mg/dl. The customer declined troubleshooting for high blood glucose events. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection during hospitalization. Customer experienced symptoms such as vomiting and large ketones for high blood glucose events. Customer also stated that the insulin pump had shut off in the middle of night. Customer was unable to complete carelink upload. The device will not be returned for analysis.